Event description:
Event description boston scientific received information that during a follow-up visit, this lead was exhibiting noise and bipolar impedance measurements greater than 2500 ohms. An x-ray did not reveal any damage to the lead. However, a fracture and/or a potential connection issue was suspected. Therefore, the lead and the associated pacemaker were explanted and will be returned for laboratory analysis. The physician stated that this is the third case in which a fineline ii lead has been implanted with a 1280 pacemaker and there has been a suspected system malfunction.